Manufacturer narrative:
Stapler logs show the sureform 60 stapler was installed on the system 2 times and fired 2 reloads (1 blue, 1 white). On each install, the first clamp was successful, and the firing was completed with 1 pause for compression. There were no stapler related errors in the logs. The surgeon believed the staple line leak issue could have been caused by an issue with universal surgical manipulator (usm) #1 installed on the patient side cart (psc). An intuitive surgical, inc. (Isi) field service engineer (fse) performed a field evaluation at the site to further investigate the customer reported issue. The fse removed and replaced universal surgical manipulator (usm) #1. In addition, the fse calibrated the left master tool manipulator (mtm) on the surgeon side console (ssc) at the site. The fse tested the system and verified that it was ready for use. Intuitive surgical, inc. (Isi) has not received a product for failure analysis evaluation. Section a additional patient information: body mass index 25 kg/m2.

Event description:
It was reported that after a da vinci-assisted bariatric revision surgical procedure, the staple line of a sureform 60 reload leaked postoperatively. The patient sustained a persistent "mini" leak postoperatively and is currently still hospitalized due to the complication. The patient was stented, no drain was required. There was a negative indocyanine green (icg) leak test. There were no reports of any sureform 60 stapler instrument error messages, pauses for compressions, or difficulties during the firing sequences. The procedure was completed robotically.